Manufacturer narrative:
Device analysis conclusion: the oad and guidewire were received at csi for analysis. Visual examination confirmed the reported driveshaft fracture at the distal edge of the crown. The guidewire was engaged in the fractured distal driveshaft section. The crown weld location was examined and found to be within manufacturing process parameters. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture remains undetermined. Csi ID: (B)(4).

Event description:
The crown of the diamondback coronary orbital atherectomy device fractured proximal to the crown following treatments of a lesion in the proximal circumflex artery via femoral access. The fracture occurred during antegrade treatment of the lesion. The vessel was tortuous and heavily calcified. The crown was never advanced completely through the lesion and fractured during the third treatment. It was noted equal rest time to operation time was observed. A non-csi catheter was used to free the crown and remove the oad. Additional treatment was halted, and a plan was made to possibly bring the patient back for further treatment another day.